Event description:
A resident, who was receiving morphine infusion pump, broke the cassette while the pump was in its case. The reporter does not know how much morphine the resident received. The resident slept a lot during the day, but it was not thought to be unusual because he had been up all night. When the pt's vital signs were good. The reporter stated that the pump only alarms if the battery is dead. Pt recovered; he slept a long time, nurse checking pumps. The facility now checks pump twice a day. The MFR should change the designs so that the pump will alarm when it is broken.